Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level over 600 (mg/dl) in (B)(6); however, customer could not remember the specific event date. While in the ER, customer was treated with intravenous fluids and reported having blood work performed. Customer was not admitted to the hospital as a result of the ER visit. Customer declined to provide tandem technical support with additional information for the reported event.